Event description:
It was reported the patient¿s first pump implanted malfunctioned. The patient reported it worked under 2 years and then the patient didn¿t use it anymore. Additional information later reported the pump ¿malfunctioned and was turned off.¿ the patient stated that morphine was originally in the pump but then the patient switched hcp¿s and the new hcp wanted to put dilaudid in the pump. The patient was sick and threw up for 9 months, the patient found out she was allergic to dilaudid. Instead of putting morphine back into the pump the hcp decided to turn the pump off. Additional information has been requested, but had not been received as of the date of this report

Manufacturer narrative:
Concomitant products: product ID 8711, lot # j10832r15, implanted: (B)(6) 2001, product type catheter. (B)(4).